Event description:
It was reported the lead had dislodged possibly due to auto accident. When repositioning was unsuccessful the lead was explanted and replaced. Patient was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.